Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm. Customer's blood glucose value was 60 mg/dl. The customer was assisted with troubleshooting. The customer stated that they received an alert failed battery test, they went to change the battery and the battery cap was corroded and broke in pieces. The customer stated piece was stuck in the insulin pump and they cannot remove it. The customer stated that belt clip broke the device will not be returned for analysis.